Event description:
It was reported that the patient had a loss of therapeutic effect; the system was not being used in the past and the battery needed replacement. Replacement occurred on (B) (6) 2010. The patient did not have further issues.

Manufacturer narrative:
(B) (4).